Event description:
The physician noted that a hole was in his glove during surgery and had noticed it by chance rather than it being due to activity at the operative field. He believes the repeated holes in sterile surgical gloves leads to increase incidence of infections and he claims to have a higher incidence of infections.

Manufacturer narrative:
Without a returned sample, photo or lot number to reference, we were unable to carry out a complete investigation.